Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Rep reported that patient's right hip was revised "due to instability and possible infection". Revision implants were a c-taper lfit head and a 10° crossfire insert.